Manufacturer narrative:
Summary: returned protaper ultimate slider file 25mm is actually broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received in regards to health effect: all broken parts were removed from patient's mouth. Reportedly, further medical or surgical treatment required after treatment. Tooth was extracted. According to dentist, this was planned anyway.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper ultimate slider 25mm x6 file broke during use. No injury occurred.